Event description:
A report was received that the patient underwent a lead revision due to stimulation related discomfort. The leads were placed initially too shallow. The leads were revised and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.